Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture confirmed with MRI". This record is for the left-side. Device remains implanted.

Event description:
Hcp confirmed later rupture. Device has been explanted and replaced.

Event description:
Patient reported "rupture confirmed with MRI". Hcp confirmed later rupture. Device has been explanted and replaced. This record is for the left-side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as unidentified (tear) opening. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.